Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient experienced a power disconnect alarms. Battery still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The battery was not returned for evaluation. Log file analysis revealed that the controller in use during the event date did not contain the smr upgrade. Analysis of alarm log file revealed one power disconnect alarm involving bat307758 on (B)(6) 2017 indicating a communication error between the controller and battery. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to a communication error between the controller and battery. The manufacturer investigated communication errors in an internal investigation. If information is provided in the future, a supplemental report will be issued.